Event description:
Per the clinic, the patient experienced dizziness. It was determined that the electrode array was not in the cochlea. Subsequently, the device was explanted on june 21, 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 19, 2024.